Event description:
The patient's mother contacted animas on (B)(6) 2012 to report that during a doctor's office visit, she was told by the patient's hcp that the pump's keypad was not working correctly. The reporter informed customer support that she was not sure what the patient's hcp meant. No additional information regarding the complaint was obtained. At the time of the call, the patient's mother reported that the patient woke up with a high blood glucose (bg) of 452 mg/dl that morning. The patient's mother confirmed the patient tested positive for large ketones and had symptoms of nausea, vomiting, heart palpitations, abdominal cramps and frequent urination. In response to the high bg the patient was given 8 units of humalog insulin and approximately 1 hour later his bg had dropped to 384 mg/dl. The patient's mother was waiting to hear back from the patient's hcp and was unable to stay on the line to troubleshoot the alleged keypad issue or review pump settings/history to troubleshoot high bg. Although the patient developed signs and symptoms suggestive of hyperglycemia, there is no indication that a keypad malfunction caused or contributed to this serious injury. Please refer to MFR report # 2531779-2012-01953 for reporting of high blood glucose excursion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed the keypad to be fully intact with no peeling or damage observed. The up and down keys intermittently respond and require excessive force to activate. The keypad was removed to investigate revealing evidence of contamination found under the contacts of the contrast, up and down contact buttons.